Manufacturer narrative:
The device was returned for analysis. The reported difficulty retracting the vessel locator wings and difficulty removing the device via the access ports/ safety release were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was pulled out with force. It should be noted that the electronic starclose instructions for use (IFU) states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate interventional and/or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic angiogram. Reportedly, the device became stuck and could not be removed as the vessel locator wings did not retract even though the access ports and safety release buttons were used. The device was eventually able to be removed with some force. No vessel damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.